Event description:
False negative results. No more details available.

Manufacturer narrative:
Controls and urine or serum lot #s: 25miu/ml hcg control urine 0612571; 100miu/ml hcg control urine 0612573; 500iu/ml hcg control urine hcg080307r. Summary of results: the retention tests met qc spec. Correct positive results were showed when tested with 25miu/ml hcg urine control. Correct positive results were showed when tested with 100miu/ml hcg urine control and 500 iu/ml hcg urine control. No false negatives were found in the test.